Manufacturer narrative:
H.6. Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Conclusion: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, a potential root cause(s) cannot be determined. H3 other text : see section h.10.

Event description:
It was reported that the bd luer-lok¿ tip syringe began leaking during use when the plunger was depressed, and was found later to have a crack in it. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: pt called and noted that one of her syringes was defective. Every time the plunger was depressed the syringe would begin to leak. Courier was sent to pick up defective syringe and the syringe was found to have a crack.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe began leaking during use when the plunger was depressed, and was found later to have a crack in it. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: pt called and noted that one of her syringes was defective. Every time the plunger was depressed the syringe would begin to leak. Courier was sent to pick up defective syringe and the syringe was found to have a crack.